Event description:
It was reported that the left ventricular lead dislodged the day after implant and was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.